Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was an intermittent pulse wire inside the cable connecting the distribution node (dn) and front therapy electrode (te). The cause for the test failures is the intermittent pulse wire. The root cause of the intermittent wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot and insulation resistance tests. The last patient to use this belt did not report any deficiencies.